Manufacturer narrative:
Device received with critical pump error (open book image) alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause, problem isolated to electronic assembly. Device was received with faded serial number label. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery message and then got the display of the insulin pump with an open book on it. Customer received open book image on the insulin pump screen. Customer stated the serial number was also missing from the back of the pump. No harm requiring medical intervention was reported. Customer declined troubleshooting for replace battery. Troubleshooting was assisted. The device will be returned for analysis.